Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their one bottom tooth is lose and their one upper tooth is not straightening and is very crooked. Requested additional information and video, provided information on lose teeth. Patient provided mobility video and advised them to have #25 evaluated by their dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.